Event description:
It was reported a tourniquet cuff malfunctioned during a medical procedure.

Manufacturer narrative:
The user facility reported the tourniquet cuff malfunctioned twenty nine minutes into the procedure, allowing blood to reach the surgical area. Follow-up with the user facility was conducted in an effort to evaluate the failed device, but the user facility stated they would be holding onto the device for 30 days per internal procedures. Therefore, no investigation has been performed and a root cause to the failure could not be identified. Sterilmed will make every effort to retrieve the device in question and investigate the reported malfunction. A follow-up MDR will be submitted if further information becomes available. Please note that the user facility has confirmed that there have been no negative health related outcomes reported by the patient.